Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine via an implantable pump. Boluses per day: 4. The indication for use was spinal pain indications. It was reported that the patient was having issues with their controller freezing at 90% for a little over a month. The company representative stated the controller will sit there for 3 minutes and the patient will say to "kick her out". The company representative stated they were able to get the controller to connect to the pump twice during the call. The agent reviewed how to clear data from the controller. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient on 2026-03-03 who reported that they were having issues of when requesting a bolus it was taking a long time and confirmed the handset lags at 90%. The agent walked the patient through clearing the data again. Additional information was received from the patient on 2026-03-04 who reported they were having the issue of when requesting a bolus, it is taking a long time and confirmed handset lags at 90%. The agent reviewed data and assisted the patient in deleting data and the patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.